Event description:
Procedure type: lap hernia repair. According to the reporter: grey cap fell into patient cavity when pushing the mesh. The piece was recovered from the pt's cavity. No tissue damage reported and no pt injury. No delay in or time reported. No other info was given at the time of this report.